Event description:
The customer reported that the jaws of the device could not be reopened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no patient injury. No further information is available from the site.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.